Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2018-oct-09. It was reported that the flipped pump was first noticed "a few weeks ago - (B)(6) 2018." The cause of the flipped pump was noted to be that the doctor didn't "anchor well enough - friable fascia." The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 3 mg/ml morphine at 0.2799 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump had flipped and the hcp was performing a pocket revision today. The hcp aspirated the catheter to confirm the catheter was patent. Aspiration was successful and the hcp wanted to confirm their prime and therapeutic bolus calculation. It was noted the hcp wanted to deliver a therapeutic bolus of 0.06 mg. No symptoms were reported. No further issues were reported or anticipated.